Event description:
According to the reporter: after firing the device three times, the device blocked and was no longer usable. Follow up has been sent to the account but no additional information has been received at this time.

Manufacturer narrative:
(B)(4). No additional information was received from the account regarding the malfunction with the device. When the device was received for evaluation, a piece of tissue was found locked between two clips. Therefore, the complaint was upgraded to a serious injury based on the tissue loss. During evaluation of the device, two formed clips were found clamped between the jaws of the instrument, indicating the device was fired over an obstruction. Once the clips were removed from the jaw, the device tested satisfactorily.